Event description:
Tip of drill bit broke in bone during drilling process. Dr aware. Procedure was completed. Screw placed in distal screw area of right femur. Screw area where tip broke off did not have a screw placed in it. Tip of drill bit remains in the surgical area of right hip.the tip of drill bit did break off in pt's bone. They couldn't/didn't get it out. The drill bit was removed from service and another was used.